Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51149) which was submitted. Therefore, MDR (9610877-2022-00363) filed on march 2, 2022 is considered a duplicate report.